Event description:
The complainant reported that the team was planning on placing an impella cp for a patient in cardiogenic shock. This was an independent case as it was considered emergent. During the insertion process, the physician had prepped the 14 x 13 impella sheath and was attempting to place, but was unable to advance into the femoral artery due to tortuosity and vessel size. The alternate side was assessed and put as deemed inappropriate as well. The impella was aborted at that time. It was reported that closure was uneventful. No other parts of the impella kit were opened or prepped. The initial report from the cardiac catheterization laboratory staff was reported that the sheath was never attempted, but during conversation with the physician eight days later, it was confirmed that the attempt was made.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
This follow-up report is being submitted to document additional product information that was received on 02-feb-2026. Section d (suspect medical device) has been updated as follows: d1 brand name was updated. D4 lot number was updated. D4 UDI was updated. D4 catalog number was updated. D4 expiration date was updated. Section g (manufacturer information) has been updated as follows: g1 manufacturing site name was updated. G1 manufacturer site address (street line 1, city, state code, zip code, and country code) was updated. H4 device manufacture date was updated based on the information received.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Failure to advance: the cause of the failure to advance was most likely patient condition due to patient's tortuosity and vessel size.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to advance: the cause of the failure to advance was most likely patient condition due to patient's tortuosity and vessel size.

Manufacturer narrative:
D4. Serial number updated. The investigation is ongoing.